Event description:
It was reported by service report that the torsion springs on the safety bar are damaged causing the safety bar to not swing down to engage the safety hook. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Safety bar.